Manufacturer narrative:
Updated d10 - concomitant product to add nozzle c4 #1, #4, #5 (rohs), 7-205228-02, unknown. The field service representative (fsr) inspected the instrument and observed the cuvette nozzle 6 overflowing. The fsr cleaned the nozzle c4 #1, #4, #5 (rohs) and washed the cuvettes with detergent a, resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the nozzle c4 #1, #4, #5 (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the nozzle c4 #1, #4, #5 (rohs) were identified.

Event description:
The customer reported falsely elevated alinity c glucose, alinity c creatinine, and alinity c total bilirubin results when running on the alinity c processing module. The following data was provided: sid (B)(6): glucose: initial result = 10.9 mmol/l (196.40 mg/dl), repeat = 5.1 mmol/l(91.89 mg/dl). Sid (B)(6): creatinine: initial result = 202.7 umol/l, repeat = 104.5 umol/l. Sid (B)(6): bilt (total bilirubin): initial result = 16 umol/l, repeat = 8 umol/l. Sid (B)(6): bilt (total bilirubin): initial result = 10 umol/l, repeat = 8 umol/l. Sid (B)(6): glucose: initial result = 27.7 mmol/l (499.10 mg/dl), repeat = 10 mmol/l (180.18 mg/dl). Sid (B)(6): glucose: initial result = 15 mmol/l (270.27 mg/dl), repeat = 6.1mmol/l (109.91 mg/dl). Sid (B)(6): glucose: initial result = 8.8 mmol/l (158.56 mg/dl), repeat = 4.7 mmol/l (84.68 mg/dl). Sid (B)(6): creatinine: initial result = 186 umol/l, repeat = 101 umol/l. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity c glucose, alinity c creatinine, and alinity c total bilirubin results when running on the alinity c processing module. The following data was provided: sid (B)(6): glucose: initial result = 10.9 mmol/l (196.40 mg/dl), repeat = 5.1 mmol/l(91.89 mg/dl). Sid (B)(6) : creatinine: initial result = 202.7 umol/l, repeat = 104.5 umol/l. Sid (B)(6): bilt (total bilirubin): initial result = 16 umol/l, repeat = 8 umol/l. Sid (B)(6) : bilt (total bilirubin): initial result = 10 umol/l, repeat = 8 umol/l. Sid (B)(6): : glucose: initial result = 27.7 mmol/l (499.10 mg/dl), repeat = 10 mmol/l (180.18 mg/dl). Sid (B)(6): glucose: initial result = 15 mmol/l (270.27 mg/dl), repeat = 6.1mmol/l (109.91 mg/dl). Sid (B)(6): glucose: initial result = 8.8 mmol/l (158.56 mg/dl), repeat = 4.7 mmol/l (84.68 mg/dl). Sid (B)(6): creatinine: initial result = 186 umol/l, repeat = 101 umol/l. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (total of 8 patients). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.